Event description:
Country of complaint: (B)(6). The surgeon could not obtain engagement of the vitelene insert (posterior wall) into the plasma fit plus cup (size 48mm). The surgeon did not use the posterior wall insert, he changed to a symmetrical insert. This insert fit into the cup. Surgical delay time, for attempts to lock the posterior wall insert, is unknown. The procedure was successfully completed.

Manufacturer narrative:
Manufacturing site evaluation: the vitelene insert shows traces of physical contact at the outer surface. The insert was investigated visually. All relevant dimensions were measured in the precision measurement room. The dimensions are within the prescribed tolerances. The device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Based on the information available and as a result of our investigation, the root cause for the failure is most probably not product related. The traces of the physical contact arise from the screw head in the cup. Therefore we assume that the screws inside the cup were not tightened properly. No CAPA is not necessary. Please note that the follow up MDR dated 12/10/2018 had the incorrect medwatch number 3005673311-2018-00104. Per request of the FDA the follow up has been corrected and re-submitted.